Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 107) has been confirmed. As received, the monitor was resetting. The cause of the resets was an intermittent connection at bga component us00 (dsp). The intermittent connection is likely due to a fractured bga solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was submitted for FDA review on 11/16/2012 and is currently under review. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A (B)(6) year old male patient's son contacted zoll customer support to report a service code 107. The patient was issued a replacement monitor.